Manufacturer narrative:
(B)(4). We have requested the return of the complaint iw932 cosycot infant warmer for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ireland requested a routine service for iw932 cosycot infant warmer. Upon device assessment it was discovered that the power fail alarm did not function. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer head was returned to our fisher & paykel healthcare regional office in the UK for a routine service where it was inspected by a trained technician. The unit was performance tested, repaired, and returned to the customer. Results: performance testing of the returned device revealed that the power fail alarm did not function. Conclusion: we are unable to determine the cause of the reported event. However, the most likely cause of the reported event could be the failure of the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in ireland requested a routine service for iw932 cosycot infant warmer. Upon device assessment it was discovered that the power fail alarm did not function. There was no patient involvement as the issue was found whilst the device was not in use on a patient.